Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
An adverse event was reported involving the medical device po785r - jaw ins.uni.fix.forceps fen.d:5/310mm. Specifically, it was reported that during surgery the tip of the medical device fractured while grasping tissue. The fragment was retrieved and no additional fragments were visualized on an x-ray imaging. The surgical procedure was completed and no adverse consequences for the patient were reported. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, additional medical intervention. Additional information was not provided nor available. The adverse event is filed under aesculap ag reference no. (B)(4).